Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple load fill tubing alerts followed by a cartridge change error. Customer removed a cartridge o-ring from the pneumatic tap and successfully loaded the cartridge. Customer blood glucose value was 165 mg/dl.